Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. B66016) for female sterilisation. The patient had a medical history of pelvic pain, multigravida, multiparous, postpartum depression and illness. The patient had a family history of diabetes, ovarian cancer and lung cancer. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2648 days after essure insertion, she underwent medical device removal (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (laparoscopy and bilateral salpingectomy including removing of the essure device). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: specimen: fallopian tubes left and right. Clinical history: multiparity, history essure, with essure device. Gross description: one with a length of 6.6 cm and diameter of 1.3 cm, is submitted in cassette 1. The other, with a length of 5.0 cm and diameter of 1.5 cm, is submitted in cassette 2. Also received are two essure devices. Retained in jar. Gross description only. Bilateral fallopian tubes with complete cross section. Negative for malignancy. Lot number: b66016. Manufacture date: 2013-08. Expiration date: 2016-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. B66016) for female sterilisation. The patient had a medical history of pelvic pain, multigravida, multiparous, postpartum depression and illness. The patient had a family history of diabetes, ovarian cancer and lung cancer. On (B)(6) 2014, the patient had essure inserted. On(B)(6) 2021, 2648 days after essure insertion, she underwent medical device removal (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (laparoscopy and bilateral salpingectomy including removing of the essure device). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: specimen: fallopian tubes left and right clinical history: multiparity, history essure, with essure device gross description: one with a length of 6.6 cm and diameter of 1.3 cm, is submitted in cassette 1. The other, with a length of 5.0 cm and diameter of 1.5 cm, is submitted in cassette 2. Also received are two essure devices. Retained in jar. Gross description only. Bilateral fallopian tubes with complete cross section. Negative for malignancy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.